Event description:
During PICC insertion of double lumen 5 fr kit lot# regz0079. The tip of the 3cg wire was inspected and the copper tip found to be broken off. PICC rn aspirated approximately 8-10cc of blood from each lumen and squirted blood into sterile tray. Missing tip was located in the blood that was aspirated. Obtained new 3cg wire from a different kit (4fr single lumen kit) to complete the procedure and verify PICC location. PICC placement confirmed. Patient remained stable throughout procedure.